Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and one day later, the smart pass feature was found to be automatically disabled and the r-wave amplitude was much lower than the signal at implant. Troubleshooting suggestions were provided by technical services (ts) and it was also advised to perform x-rays. It was mentioned that the radiologist confirmed the presence of air at the xiphoid incision. It was decided to keep the s-ICD programmed off in the meantime and monitor the patient. The s-ICD remains in service. No additional adverse patient effects were reported.